Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 03.010.473, lot: 8100883, manufacturing site: haegendorf, release to warehouse date: 04. Oct. 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The customer reported the device was twisted and bent. The repair technician reported that tip of the screwdriver was twisted and bent. Bent component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Service & repair history no service history review can be performed as part number with lot number(s) is a lot/batch controlled item. The service history review is unconfirmed. Device condition: visual inspection performed at customer quality on the returned interlock screw driver noted that the distal screw holding tips of the main shaft and slider bar were observed twisted in the direction of resistance encountered during attempted screw insertion. The tip of the main shaft is twisted more significantly than the sliding bar, which suggests that full engagement of both tips in a screw head recess was not achieved prior to applying torque. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. DHR review: the returned device was manufactured in october 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Document/specification review: the 03.010.473 inter-lock screwdriver t25/3.5mm hex/224mm screwdriver is a reusable instrument intended for insertion and removal of distal locking screws during femoral and tibial nail procedures. No product design issues or discrepancies were observed during this investigation. Dimensional analysis: a measurement of the tip dimensions were not able to be performed due to the post manufacturing damage (twisted). Investigation conclusion: a definitive assignable root cause for the tips twisting could not be determined based on the provided information. The tip of the main shaft is twisted more significantly than the sliding bar, which suggests that full engagement of both tips in a screw head recess was not achieved prior to applying torque. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the tip of inter-lock screw driver was twisted before the procedure started. The patient was not in the room. The damaged screwdriver was noticed while setting up before the case had started. There was no surgical delay. There was no patient involvement. This report is for (1) inter-lock screwdriver t25/3.5mm hex/224mm. This is report 1 of 1 for (B)(4).